Event description:
On 2023-jun-05: information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was to get MRI information. The caller stated that the device is implanted but the patient hasn't charged the ins in at least five years and it does not work. The issue was not resolved through troubleshooting. 2023-jul-21: additional information was received from the pt. It was reported that they need to get an MRI but haven't charged ins in at least 5 years. They do not have managing healthcare provider (hcp). Patient services (pss) provided national answering service (nas) number for pt to give to hcp to reach a manufacturer representative (rep). Pt will either give number to primary doctor or MRI facility. Pt wants to jump start ins to see if the therapy could be helpful for them, and wants to be able to get into MRI safe mode. 2023-aug-31: additional information was received from the patient. They reported that pt called back; they needed to meet with a representative to assist them on getting the ins charged out of a possible over discharge state for an MRI. Pt tried to meet with a rep before at a MRI facility but pt was told to see their hcp follow up doctor on file so pt called that office but informed the pt they had no records of the pt. Pt was wanting names of local reps. Pt was redirected to their hcp. Pt called back stating they had received a message to call back. Agent offered to assist. Caller stated they just wanted to provide some follow up information related to their situation. Caller stated they just spoke with rep and they are in the process of getting things rolling with the staff for their MRI. Caller stated that after talking to the reps they are thinking that they will likely not be able to jump start the battery as it has been without charge for over 5 years. Caller stated instead they will try to work with the facility directly. Caller is wondering (for future) if it is possible to have the system removed to avoid barriers with future scans/procedures. Agent reviewed information and redirected to hcp. Caller stated they don't have a physician for the stimulator anymore. Agent offered to send listing. Caller repeated information that the reason they abandoned the therapy was because the trial went so much better than the permanent implant; they did not get the same relief with the permanent device.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the reason for call was to get MRI I information. The caller indicated that the patient claimed that the ins is dead. Troubleshooting was not required. The issue was not resolved through troubleshooting. MRI information was reviewed. Patient stated they need the healthcare provider (hcp) list as their original hcp retired. Pt explained their implant has been off for over 5 years and they need an MRI. Patient stated they spoke with 3 different reps who told them their implant would not be able to be turned back on. Patient service reviewed reps role and emailed list of physicians.